Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty band, the band was explanted and replaced with a bioprosthetic valve. The physician reported there was no failure of the band but the repair was not sufficient therefore a bioprosthetic valve was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.